Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "patient disconnected" alarm. The device was not clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "patient disconnected" alarm. The customer reported that when the breathing circuit was placed on the device, the alarm can be observed. The customer stated that when running with the .25" test fitting, the device works as intended; however, when running with a patient circuit and test lung, the device will alarm. The rse advised the customer that a whisper swivel needs to be in line with the test lung. A follow up was performed with the customer, and it was reported that the patient disconnect alarm was confirmed, the customer reported that the occurrence was due to not having the proper test lung attached. The customer reported that a full performance verification test (pvt) was completed, and no further issues have been reported.